Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0077 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebz0077) have been reported from the same facility in (B)(4).

Event description:
It was reported that the catheter was disconnected from the white connector. On (B)(4) 2018 sale rep feedback: when the patient returned to the hospital for chemotherapy to maintain the catheter after discharge, the nurse found the catheter was disconnected from the white connector when flushing the catheter.